Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bard pelvisoft mesh was implanted to the patient while having hysterectomy and repair of pop crystocele and rectocele as 2 separate pieces front wall and back wall on 2007. Patient had to get a re-repair of rectocele and bladder suspension by a different surgeon on 2021 who did not encounter the bard mesh implanted in the back wall even though he opened it up to repair and was not sure where it went. Surgeon did not disturb the front mesh as it was holding up at that time. Customer experienced severe pain and bleeding with intercourse. Customer¿s husband also felt pain every time they tried. Customer consulted a gynecologist and tried several remedies for months. Customer went back to surgeon who did the re repair in 2012 and surgeon said that the mesh had hardened and is sawing it¿s way through the flesh and it is just under the skin protruding into the vagina. Customer is scheduled for a surgery to snip it and try to relax it enough to get some flexibility back but surgeon cannot remove all of it without causing further damage.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be materials of construction are not biocompatible, inadequate biological evaluation. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications use of the pelvisofttm biomesh is contraindicated for patients experiencing any of the following conditions: pregnancy, urinary tract infection, anticoagulant therapy, and/or infection in the operative field. Precautions pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the bard pelvisoft mesh was implanted to the patient while having hysterectomy and repair of pop cystocele and rectocele as 2 separate pieces front wall and back wall on 2007. Patient had to get a re-repair of rectocele and bladder suspension by a different surgeon on 2021 who did not encounter the bard mesh implanted in the back wall even though he opened it up to repair and was not sure where it went. Surgeon did not disturb the front mesh as it was holding up at that time. Customer experienced severe pain and bleeding with intercourse. Customer¿s husband also felt pain every time they tried. Customer consulted a gynecologist and tried several remedies for months. Customer went back to surgeon who did the re repair in 2012 and surgeon said that the mesh had hardened and is sawing it¿s way through the flesh and it is just under the skin protruding into the vagina. Customer is scheduled for a surgery to snip it and try to relax it enough to get some flexibility back but surgeon cannot remove all of it without causing further damage.